Manufacturer narrative:
Per the clinic, the ointment that the patient was previously reported to have been treated with was topical antibiotics.

Manufacturer narrative:
This report is submitted on july 19, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed a sore at the implant site and was subsequently treated with ointment (type not reported) and oral antibiotics three times daily for a duration of 10-12 days (date not reported).